Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had lower back pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1897.51641 mcg/day), bupivacaine (3 mg at 2.84627 mg/day), and dilaudid (hydromorphone) (3.7 mg at 3.51041 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented into the clinic with uncontrolled back pain and was unable to ambulate independently.additional information received from the healthcare provider via a clinical study indicated that the patient continued to have pain that was radiated down both legs. An increase in hydromorphone by 0.3mg was made.additional information received from the healthcare provider via a clinical study indicated that the patient's pain had increased. An ncrease hydromorphone by 0.3mg was made.additional information received from the healthcare provider via a clinical study indicated that the patient was in the hospital due to severe pain and being unable to ambulate.